Event description:
Customer call in regarding low blood sugars. They appeared very confused and refused to follow instructions. Technician contacted the paramedics who located and treated the customer. Instructed the spouse to have pt call back to troubleshoot the pump when they are feeling better.